Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 (w/vasoshield) was used to harvest saphenous vein. After completing the dissection process, the harvester started to use the hemopro 2 to ligate branches. After using the device to ligate several branches, it was noticed that the jaws were not opening all the way and started to get stuck in the device. The device was removed from the leg and inspected more. At this point the harvester realized the harvesting tool was bent right where the jaws are attached to the tool. Due to this defect, it was decided that the device was not safe to use and it was removed from the surgical field. A new hemopro 2 device was opened and the case was finished with no other complications. The only surgical delay was the time needed to open a new hemopro 2 kit, which was about 2 to 3 minutes. No injury occurred due to the defect.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 (w/vasoshield) was used to harvest saphenous vein. After completing the dissection process, the harvester started to use the hemopro 2 to ligate branches. After using the device to ligate several branches, it was noticed that the jaws were not opening all the way and started to get stuck in the device. The device was removed from the leg and inspected more. At this point the harvester realized the harvesting tool was bent right where the jaws are attached to the tool. The jaws were not open during insertion of the tool into the cannula. Due to this defect, it was decided that the device was not safe to use and it was removed from the surgical field. A new hemopro 2 device was opened and the case was finished with no other complications. The only surgical delay was the time needed to open a new hemopro 2 kit, which was about 2 to 3 minutes. No injury occurred due to the defect.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: e3--occupation corrected from 'nurse' to 'administrator/supervisor'. The device was returned to the factory for evaluation on 01/10/2024. An investigation was conducted on 01/11/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred material were observed on the device. The heater wire was observed to be slightly flexed away from the base of the hot jaw while remaining attached at the tip of the jaw. The clear silicone insulation of both the hot and cold jaws was observed to be intact with no visual defects. The base of the black shaft was observed to be bent right above the jaws. A mechanical evaluation was conducted. The toggle of the harvesting device was able to be manipulated to open and close the jaws. Based on the returned condition of the device and investigation results, the reported failure "material twisted/bent shaft" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000340210 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.